Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three in.pact 014 paclitaxel eluting balloon catheter was used to treat the right anterior tibial artery. During procedure dissection occurred and three integrity bare metal stents were implanted. Approximately 3 months post procedure, the patient suffered restenosis of the target lesion (right ata) and revascularization was carried out 3 days later. A pacific xtreme and non-medtronic pta balloon were used to treat the ata. Investigator assessed event is not related to the device, procedure and paclitaxel. It was reported that stent was already crushed and this probably determined the re-occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.